Event description:
I bought 2 covid19 test kits from big lots that were called flowflex covid-19 antigen home test on (B)(6) 2022. My son and I took them the same day, both test were positive. I received free test from (B)(6) pharmacy on (B)(6) 2022 called binaxnow. My son that had tested positive on flowflex was negative on binaxnow. Another person took a binaxnow test and it was also negative. FDA safety report ID# (B)(4).